Event description:
Few days post implant, the lead pulled back. A loss of capture, low sensing and decrease in impedance were observed. The lead was repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.